Manufacturer narrative:
B3: date of event: the exact event date is unknown. Investigation summary: with all the information available, boston scientific confirmed the reported event of reservoir malfunctioned, as analysis identified a hole. Product analysis confirmed the reported event. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the ipp spherical reservoir was visually inspected, and leak tested. There was a leak in the reservoir shell that was result of wear at a fold; hole was present. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. An unspecified issue with the reservoir was observed. All components were removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. An unspecified issue with the reservoir was observed. All components were removed and replaced. The patient was stable following the procedure.